Event description:
A single fna pass was obtained. Immediately after fna pass, a mild right pneumothorax was noted. Via the 17-gauge outer, sheath of a coaxial needle set through which the fna pass was obtained, an attempt was made to aspirate the pneumothorax. During this aspiration attempt, the 17-guage metallic coaxial outer needle broke. The majority of the broken needle was in the posterior subcutaneous soft tissues and a small portion of the broken needle was in the right pleural space. Interventional radiology attempted to remove the broken needle, but was unsuccessful. CT surgery was consulted. CT surgery was unable to remove the broken needle at the CT scanner. The patient was subsequently taken to the operating room where the needle was removed intact without difficulty.